Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the catheter disconnected. There was no report of patient impact. The following information was provided by the initial reporter: customer reported an incident that happened last week involving your 20g IV cath needle. (B)(6) 2023: could you please advise on the date of the incident? (B)(6) 2023. Could you please advise in detail what is the details of the incident? IV cath tubing disengaged from the hub. What is the material number and lot number of the affected product? Lot number 3129117; bd insyte autoguard 20g IV cath (attached). Is there any patient adverse event due to the incident? Surgical procedure. Is sample available for return? If yes, please advise the address for return label. I am not sure if the cath was saved after it was retrieved surgically.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the catheter disconnected. There was no report of patient impact. The following information was provided by the initial reporter: customer reported an incident that happened last week involving your 20g IV cath needle. (B)(6) 2023 - could you please advise on the date of the incident? (B)(6) 2023. - could you please advise in detail what is the details of the incident? IV cath tubing disengaged from the hub. - what is the material number and lot number of the affected product? Lot number 3129117; bd insyte autoguard 20g IV cath (attached). - is there any patient adverse event due to the incident? Surgical procedure. - is sample available for return? If yes, please advise the address for return label. I am not sure if the cath was saved after it was retrieved surgically.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-aug-2023. H.6. Investigation summary: bd received five 20 gauge insyte autoguard blood control devices from lot 3129117 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer attempted to see if there was a loose connection between the catheter and the adapter by pulling on the catheter. None of the catheters could be separated from the adapter. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.